Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed maintenance on the server 1 drains and probe, replaced and aligned the aliquot probe, and performed bottom of cuvette corrections on sever 1 probes. Additionally, the cse performed auto-alignments and ran undermix and overmix tests and quality controls, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned the result as they expected this result to recover within the trough therapeutic range of 10.0-20.0 ug/ml. The sample was repeated on same dimension vista 500 instrument. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed discordant vancomycin result.